Manufacturer narrative:
Patient information is unknown. Date of plate breakage is unknown date subsequent to (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Part: 440.043s; lot: l417601; manufacturing site: (B)(4); release to warehouse date: june 08, 2017; expiry date: may 01, 2027; the device history record shows this lot of 6 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material (B)(4) was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, a locking compression plate (lcp) proximal tibial plate was applied to proximal tibial fractures. During a follow-up on an unknown date, the plate was found to be broken. Currently the patient feels pain. Revision surgery occurred on (B)(6) 2018, and the broken plate was removed. The surgeon commented that the original comminuted fractures were severe and over a wide range to the diaphysis, and that the plate was not long enough for the extent of the fractures. The procedure was completed successfully. There were no adverse consequences reported. This report is for a 4.5 mm ti lcp(tm) prox tibia plate 10h/190 mm/left-sterile. This is report 1 of 1 for (B)(4).